Manufacturer narrative:
The lead is expected to be returned. Should the lead be returned analysis will be completed, and this investigaiton will be updated.

Event description:
It was reported that during the implant of this lead the pacing thresholds had increased, and it was not possible to retract the helix. Troubleshooting steps were performed, but the helix was still not extracted. The lead was thus not implanted and inspection of the helix noted that the helix was extended with tissue trapped in the helix housing. This lead will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this lead the pacing thresholds had increased, and it was not possible to retract the helix. Troubleshooting steps were performed, but the helix was still not extracted. The lead was thus not implanted and inspection of the helix noted that the helix was extended with tissue was trapped in the helix housing. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.